Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left iliac and left femoral vein using an indigo system aspiration catheter 8 (cat8), an indigo system separator 8 (sep8) and a non-penumbra short sheath. During the procedure, the physician used the cat8 and sep8. Subsequently, towards the end of the procedure, the physician noticed via fluoroscopy that the tip of the sep8 had changed shape. Therefore, the physician decided to remove the sep8. Upon removal of the sep8, it was noticed that the wire distal to the bulb of the sep8 was stretched. However, the physician decided to continue the procedure using the sep8. It was also reported that the physician experienced resistance while using the sep8 every once in while throughout the procedure. The procedure was completed using the same cat8, the same sep8 and the same short sheath. There was no report of an adverse effect to the patient.